Event description:
The customer reported that the screen stayed black during fluoroscopy, no image on the screen. This happened during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative performed an over the phone investigation and was able to resolve the issue.